Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported no image is being displayed during fluoro. No pt injury was reported.